Manufacturer narrative:
(B)(4). Lot 15a029 was manufactured from january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 0.30 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the balloon of a large volume infusor. The particulate matter was identified after the device was compounded with fluorouracil, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.